Event description:
A mechanical cooling system was used to treat the patient's high temperature. Subsequently, dark, reddened regions, non-blanchable to bilateral anterior thighs and lower abdomen. Regions are normal temperature to touch. Regions are not increasing, spreading, or changing in shape, color, or temperature.